Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction identified, the evaluation found non-reportable device malfunctions and conductions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope¿s air/water (a/w) tube and a/w cylinder had remains of white foreign material and the a/w nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be 16 february 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remained in the device could not be identified. Whether there was deviation from instructions for use in reprocessing steps for the area foreign material remained or not was unknown. The instruction manual states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection" and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.